Event description:
It was reported that the device had premature battery depletion gray bar with pre-implant indication during implantation. A week later the voltage had raised. The device remains in use. No patient complications have been reported as a result of this event.